Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the vns therapy programming software was not loading properly onto the facility's programming handheld. Troubleshooting did not resolve the issue. Handheld and software were returned to manufacturer for product analysis, however, that analysis is not yet completed.